Event description:
It was reported that the patient experienced a removal of an ambicor penile prosthesis(app) in (B)(6) 2020 due to unspecified reasons. The physician is now authorizing a procedure to reimplant an app device. A patient outcome of stable was reported.